Manufacturer narrative:
Product event summary: analysis confirmed the customer comment of intermittent telemetry failure and the link electronic module board was replaced. The hard drive was also reconfigured and the software reloaded. It was further noted that the system fan was noisy and it was also replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the programmer had intermittent telemetry failure. The programmer was returned for service. No patient complications have been reported as a result of this event.